Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the insulin pump had been alarming insulin flow blocked for three days and the customer experienced high blood glucose over 600 mg/dl. Troubleshooting for the alarm was performed and it was found that the cannula was bent. They declined troubleshooting for high blood glucose. The device will not be returned for analysis.